Event description:
I have laser skin resurfacing done by a plastic surgeon. He rents this equipment and someone operates the machine while he operates the laser. It was a sharplan laser 40c. I had deep gashes everywhere the laser hit and significant fat loss. The fat loss and gashes are documented in photos taken by doctors. The plastic surgeon said it wasn't possible and that it doesn't go deep enough to kill fat. It did though.